Event description:
The rptr stated the surgeon inserted an aq2010v three piece silicone lens and the lens was torn on insertion into the pt's eye. Lens was removed with no pt injury.

Manufacturer narrative:
(B)(4).